Event description:
The reporter states that the lancet will not retract back into the accu-chek softclix lancet device after firing. No accidental stick or adverse event reported. The accu-chek customer care service center sent new device and requested return of suspect device.